Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63). The customer was trying to update the mobile application and it was having a communication error. The customer reported no adverse event. The event involved product(s) mmt-6101, and mmt-1884l. Troubleshooting was performed for the communication error, and unable to complete troubleshooting or provide instructions, insufficient information to escalate. Troubleshooting was performed for the pump error; the customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer was instructed to revert to the backup plan per the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned. Product return is not applicable for non-physical devices(mmt-6101).

Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.